Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection and sepsis. The explanted crt-d was then connected to a temporary pacing lead and used for external temporary pacing support. No additional adverse patient effects were reported.